Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 470 mg/dl. The customer changed out the pump supplies and the bg lowered. The customer reported having "troubles with the infusion set"; however, after changing the infusion set, no observed issues were found. The customer thought that the high bg may have been due to moving the pump around. As the high bg had been resolved and the supplies had been changed, tandem technical support was unable to perform a pump system check to determine a possible cause of the high bg.